Manufacturer narrative:
Unit received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to partial white display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received new pump and when they opened the box, the pump screen was cracked. Crack was seen on display screen. No troubleshooting performed and pump will be returned and replacement sent. Blood glucose unknown.